Event description:
It was reported that the c-arm on the 9600 system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reseat connector and back of backplane. Also the connectors locking tab needs rework. Rework and reseating of connector completed. The system was checked and the c-arm is now booting as intended.